Event description:
The facility's biomed engineer was testing the device and found the air alarm was not functioning. This situation was found during routine preventive maintenance testing and there was no pt involvement. The biomed inverted the solution bag to create a bubble of air approx 2" long. The pump allowed the bubble to pass completely through the device and did not alarm. The biomed reportedly double checked the pump to ensure that the alarm was enabled prior to the testing. The biomed sent the device for svc after noticing this situation. The facility has no reports of any pt injury or medical intervention being caused by this device.